Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion sets fell off events during use on date 03-may-2024 and 12-june-2024. The infusion sets were in use for less than 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.